Event description:
Incident description: inadequate imaging with ice catheter, once inside the body. This was removed from the body and replaced with a new, not reprocessed, ice catheter. No complications to the procedure occurred.